Event description:
On the 22(B)(6) 2014 shoulder manipulated under anaesthetic as the patient had dislocated after receiving physio. Prior to this she had been doing well. Also, surgeon did some soft tissue repairs. No components were revised. On the (B)(6) 2014 another revision this time repositioned the humeral stem using the same implant. Surgeon also changed the humeral head implanting -112844020 lot cp1e91000. Original surgery was on (B)(6) 2014. Patient details not provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Follow up information found the glenoid component was left in situ; no issues with this area of the shoulder. Follow up information also found the reason for revision was dislocation, patient was a female, and no x-rays or surgery notes available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.